Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose in the 300 mg/dl and 400 mg/dl range and diabetic ketoacidosis. She experienced vomiting, frequent urination, dehydration, and pain. The hospitalization occurred on (B)(6) 2015. The patient was treated with insulin. The insulin pump was not returned for analysis.